Manufacturer narrative:
Software is installed at the facility reports received from the same facility: (B)(4).

Event description:
Pentax medical was made aware of an event that occurred in (B)(6) where endopro iq has a reported defect in the system that results in "e-signed reports that are active and searchable in endopro iq but somehow they were not sent to scm." The event involves pentax medical software endopro iq , version (7.8.16297.0). Scm is a clinical results application in use in (B)(6). E-signed reports were not sent to scm, which may have adverse effects in terms of clinical decision making, especially if anatomical findings will be used for further treatment planning. No adverse events have been reported to have occurred with any patients. Manual verification of patient involvement is ongoing at this time. Pentax medical (B)(4) submitted a medical device adverse event reporting form to the health sciences authority (hsa). Pentax medical (B)(4), the manufacturer, and customer it support team are currently investigating this reported event.